Manufacturer narrative:
(B)(4). (B)(6). An unused companion sample was received for evaluation inside a sealed blister pack. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, pressure testing, and clear passage testing were performed. The set was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, the reporter stated that the reported set had been used with a power injector. A review of the device's labeling revealed that this product is not approved for use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one link access IV set split. This occurred during power injection of IV contrast at 300 psi for a computerized tomography (CT) scan. There was no patient injury or medical intervention associated with this event. No additional information is available.